Event description:
It was reported that externalized conductors were observed via x-ray. The patient experienced inappropriate shocks as well. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 8.6-13.8cm from the distal end. The silicone insulation was abraded and the sensing conductors were visible. Multiple external insulation abrasions were found between 8.2 and 8.9cm from the distal end, consistent with lead friction to another device. The etfe coating was intact at these locations. A frracture of the inner coil was found at 6.7cm from the distal tip. This fracture is consistent with the observation from the field of inappropriate shocks.